Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. A bezoar and an ulcer are known complications of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube (original placement (B)(6) 2015). On (B)(6) 2019 it was reported that when the peg-j was replaced, a large incarcerated phytobezoar and a large duodenal ulcer were discovered. The peg was replaced and the intestinal tube was placed in the gastric area to allow healing of the ulcer. When the ulcer is healed, the pej will be repositioned correctly. As of (B)(6) 2019 the duodenal ulcer resolved and the pej was correctly placed in the duodenum.